Manufacturer narrative:
It was reported that the set separated. One sample model 37262e, lot 24109169 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the outflow of the first y-site. No other defects or abnormalities were observed. Visual inspection under a microscope showed signs of no solvent application. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and y-site (body) could be related to an incorrect solvent application by the assembler. A quality alert was generated on march 20, 2025, to reinforce the correct solvent application. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Event description:
It was reported that bd alaris smartsite extension set was disconnecting. The following information was received by the initial reporter with the following: it was reported by customer that the tubing became disconnected from one of the end fittings, which caused blood to back up in the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.